Event description:
Patient was revised to address tibial loosening. It was reported that the patient's tibial plateau was fractured prior to original surgery and was pinned at the time of the original surgery. Since that time, the tibial try has subsided, falling into varus.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to retrieve the device history records for reviewing and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Provided information stated the tibial fracture occurred prior to the primary surgery. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.